Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels between 368-500 (mg/dl) after they wake up in the mornings. Customer indicated that bg levels are treated with insulin injections. Reportedly, customer believes that their insulin may be expired. Customer indicated that they would change their insulin and reach out to health care provider to discuss diabetes management.